Event description:
Found bend in arterial line when pt had been on tx 1hr 25min. Corrected bend. 10 minutes later pt became symptomatic with vomiting. Hypertension had been present also. System recirculated until physician order to restart was received. 0.2mg clonidine po was given. Pt vomited again and physician ordered supplemental dose. Treatment discontinued early due to continued nausea/vomiting and cyanosis. Cyanosis became worse in spite of increased oxygen to 3 lnc. Vomiting continued. Pt sent to ER per physician order.